Manufacturer narrative:
A visual inspection of the returned product shows the lens is torn in half and a haptic/optic is torn off. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated that the surgeon was inserting an aspheric three piece collamer lens model cq2015a and the lens tore. The lens was not all the way in the patient's eye so patient contact but no patient injury.